Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and possible diabetic ketoacidosis. The blood glucose reading was 591 mg/dl. The customer's mother stated that the customer was treated and released the same day. She reported that she did not believe that the issue was related to the insulin pump and declined troubleshooting on the device. The caller stated that there was another hospitalization for diabetic ketoacidosis but did not know the specific date of the event, recalling that it was in (B)(6) of 2014. The blood glucose reading at the time of the september hospitalization was unknown. She stated that the customer was vomitting and weak leading up to the hospitalization. The customer was admitted and kept overnight. The caller stated that the customer was wearing the insulin pump at the time of hospitalization. She noted that the blood glucose levels had been okay since. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.